Event description:
It was reported the patient received a patient notifier for an alert of lower out of range pacing lead impedance. The same alert was again observed the next day. The pacing lead impedance lower limit was reduced. The patient will continue to be monitored. No further information is available.

Manufacturer narrative:
(B)(4).